Event description:
Customer is evaluating rubella igg assay, comparing it with three different analyzers. Only roche analyzer generated positive rubella igg results, all other analyzers gave negative results. Results for the following nine samples were provided. Sample 1, initial result 23.65, repeated three times gave less than 5, 8.1 and 16 iu per ml. Sample 2, initial result 60.45, repeated three times gave less than 5, 5.5 and 4 miu oer ml. Sample 3, initial result 24.72, repeated three times gave less than 5, 9 and 7 miu per ml. Sample 4, initial result 30.72, repeated three times gave less than 5, 7 and 7 miu per ml. Sample 5, initial result 14.28, repeated three times gave less than 5, 9.9 and 9 miu per ml. Sample 6, initial result 23.45, repeated three times gave less than 5, 7.6 and 8 miu per ml. Sample 7, initial result 20.43, repeated three times gave less than 5, less than 4 and 3 miu per ml. Sample 8, initial result 11.38, repeated three times gave less than 5, 4.8 and 8 miu per ml. Sample 9, initial result 23.49, repeated three times gave less than 5, 8.9 and 9 miu per ml. No information was provided to determine if any adverse events occurred or if results were reported. Customer states patient information is difficult to obtain because, this is a private laboratory with ambulatory patients. If additional information is provided, appropriate notification will be provided.